Event description:
This lead was implanted on (B)(6)2005 and was capped on (B)(6)2013 due to advisory/recall. The physician was dr.(B)(6). At (B)(6)medical center. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).